Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 486 mg/dl. Customer¿s current blood level was 449 mg/dl. Customer was treated with manual injection and insulin pump. Customer experienced blood glucose level of 479 mg/dl. Customer stated that the there was no leak. Customer stated that the infusion set tubing had 1-2 size air bubble. Customer stated that the insulin was exited with quick release. Customer did not allege insulin pump for under delivering. Insulin pump will not be returned for analysis.